Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n301008, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID neu_recharger_acc, product type recharger. (B)(4).

Event description:
It was reported that there was a coupling problem. The patient had trouble charging since about a week prior to the report. There were no specific trauma or falls before the issue. It was noted that the patient's implant went down to full discharge but not to overdischarge. The patient had lost some weight and the device had remained stationary "sans some movement that doctor deemed normal." The patient had recharged the night before the report for 2.3 hours and recharged on the day of the report for 1.0 hour but it never got past 3/4 full. Al (antenna locator) feature had been used with the patient previously. The patient had been getting 6 coupling boxes on average but was showing an average of 2 coupling boxes by the time of the report. The patient had tried doctor's charger and was getting same poor results. It was confirmed that the ins (implantable neurostimulator) was not flipped. Four days later it was further reported that, when the insr was plugged into a wall, the antenna was placed over implant, and that start charge button was pressed, the plug icon in the top right corner was seen. It was stated that the patient usually just plugged the insr (ins recharger) in while he was charging his ins. It was also reported that the patient was only able to get 2 coupling bars, he had used to get 8. The patient started only getting 2 bars about 2 weeks prior to the report. Recently, the patient had to use a borrowed insr, and the ins got real low because the borrowed insr was dead. The last few days prior to (B)(6) 2013, the patient could only get 2 coupling bars. The patient had met with a manufacturer representative on (B)(6) 2013, the representative checked and the patient didn't get charged on (B)(6). The patient had lost some weight, (B)(6). When the patient was (B)(6), he would get 8 coupling bars and it would take 1 hour to charge the ins. The last night prior to the report, the patient started at 7 pm and at 2 am the ins was completely charged, so it was stated that it took from 7 pm to between 11 pm and 2 am for the ins to charge completely. Between (B)(6) 2013, the patient was so sore, he couldn't lay on the insr very long. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.